Manufacturer narrative:
During follow up, the customer reported that elevated bgs were due to a setting issue. Customer is working with healthcare provider to find appropriate settings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (290 mg/dl), and customer thought that pump was not working properly. Customer treated elevated bgs by administering a correction bolus. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer discuss pump settings with their healthcare provider. Customer also advised that sickness could be a contributing factor, as the customer had mentioned that they were sick.